Manufacturer narrative:
As reported, the sealant of 5f mynxgrip vascular closure device (vcd) was not properly deployed. Some of it remained in the device. Hemostasis was achieved by manual compression. There was no patient injury. The device was stored, handled and prepped as per the instruction for use (IFU). The device storage temperature did not exceed 25 degrees celsius. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. A 5f non cordis sheath introducer was used with the mynx vcd. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A retrograde approach was taken. The stick location was right above the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. The puncture site had no tortuosity, however, the lesion was moderately tortuous. Excess force was not applied during insertion. The stopcock of the sheath introducer was not opened prior to shuttling down. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The event did not cause a clinically relevant increase in the duration of the procedure. The patient was not hospitalized, nor was the patient's hospitalization extended as a result of the event. The patient fully recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube and the sealant were observed in its manufactured position. The procedural sheath was not returned. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant and the balloon had no exposure to blood which likely indicates the device was never inserted into a procedural sheath. (Sealant was never deployed) the condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2007005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment - partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. The device showed evidence of never being inserted into a procedural sheath. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the sealant of 5f mynxgrip vascular closure device (vcd) was not properly deployed. Some of it remained in the device. Hemostasis was achieved by manual compression. There was no patient injury. The device was stored, handled and prepped as per the instruction for use (IFU). The device storage temperature did not exceed 25 degrees celsius. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. A 5f non cordis sheath introducer was used with the mynx vcd. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A retrograde approach was taken. The stick location was right above the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. The puncture site had no tortuosity, however, the lesion was moderately tortuous. Excess force was not applied during insertion. The stopcock of the sheath introducer was not opened prior to shuttling down. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The event did not cause a clinically relevant increase in the duration of the procedure.the patient was not hospitalized, nor was the patient's hospitalization extended as a result of the event. The patient fully recovered after the mynx event.